Event description:
It was reported to philips that the system was unable to boot, stalling at the boot menu. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and found that the boot device select menu appeared during startup. The fse adjusted the system date and time and selected the hard disk. After these modifications, the system was restored to good working condition. The codes have been updated based on the investigation's outcome.